Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had low impedance, < 200 ohms. A technical consultant stated the lead insulation has probably started to break down, but lead will still function. No patient complications were reported as a result of this event.